Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation surgery for femoral neck fractures. Patient was implanted with femoral neck system (fns). The patient was transferred to a rehabilitation hospital postoperatively. X-rays taken on an unknown date confirmed that the femoral head of the patient had been dislocated with the bolt and anti-rotation screw noted to have migrated. The surgeon commented that a longer neck bolt should have been used and the bone quality was not good which might have contributed to the event. Re-operation was scheduled for nov 15 to remove the fns implants and perform bipolar hip arthroplasty (bha). It is unknown if patient underwent removal surgery as planned. Concomitant reported: plate for femoral neck (part: 04.168.000s, lot: l661298, quantity: 1). Locking screw self-tapping (part: 412.214s, lot: l689646, quantity: 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem: clarification of event description. Medical products & therapy dates. Reporter contact number device history records review was completed for part: 04.168.280s, lot: l828732. Manufacturing location: grenchen, release to warehouse date: mar 22, 2018, expiry date: mar 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was not returned. Received x-rays were reviewed and no product malfunction could be identified. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, x-rays were taken, it was confirmed that the femoral head of the patient had been dislocated with the bolt and anti-rotation screw noted to have migrated. On (B)(6) 2018, the patient originally had an open reduction internal fixation with fns (femoral neck system) that was applied to the surgery for femoral neck fractures. The patient was transferred to a rehabilitation hospital post-operatively. Re-operation was scheduled on november 15 for removing the fns implants and performing bipolar hip arthroplasty (bha). Concomitant reported devices: plate for femoral neck (part #: 04.168.000s, lot #: l661298, quantity: 1), locking screw self-tapping (part #: 412.214s, lot #: l689646, quantity: 1). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).